Manufacturer narrative:
Ib.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 15nov2023 in the b.5. Field. No further follow-up is planned. Evaluation summary: the reporter stated the patient used the humapen luxura champagne since approximately 2009. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient used the humapen luxura champagne or approximately ten years. The humapen luxura champagne user manual states to not use the pen for more than six years after the first use.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a. This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerns a male patient of unknown age and ethnicity. Medical history included hospitalization due to high blood glucose and was diagnosed with diabetes mellitus. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog 75/25) via cartridge with humapen luxura champagne, for the treatment of diabetes mellitus, beginning approximately in 2004 or 2005. In 2009, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, he was hospitalized due to high blood glucose. Approximately in 2018 or 2019 he was hospitalized again due to high blood glucose, therefore insulin lispro protamine suspension 75%/insulin lispro 25% therapy was discontinued. Information regarding corrective treatment, hospitalization details, outcome of the event and additional details were not provided. Follow up not possible as the initial reporter refused to be contacted. The operator of the humapen luxura champagne and their training status was not provided. The general humapen luxura champagne model duration of use was not provided. The suspect humapen luxura champagne duration of use was 9 or 10 years. It was unknown if the suspect humapen luxura champagne was available for its return. The reporting consumer did not provide an opinion of relatedness between the event and insulin lispro protamine suspension 75%/insulin lispro 25% therapy or the humapen luxura champagne. Update 30-oct-2023: information received on 24-oct-2023 from the pc department did not include new information. No additional changes were made to the case. Edit 08-nov-2023: upon internal review of information received on 24-oct-2023 removed information about product complaint from narrative since it was rejected. Update 15nov2023: additional information received on 15nov2023 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields. Corresponding fields and narrative updated accordingly.